Event description:
Philips received a complaint on the heartstart mrx indicating that the led does not work. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this as a malfunction of the power supply battery. The customer replaced the battery and the device was returned to use. The device remains at the customer site and no further evaluation is warranted at this time.